Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2022 and the absorbable strap was used. It was reported that the while firing the device, strap gets stuck and trigger gets locked. It was reported that the procedure was successfully completed. There were no adverse patient consequences reported. Upon analysis of the returned device the cannula cap was found damaged and broken. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the cannula cap damaged and broken. The instrument was disassembled; upon disassembly, the two plastic post from the sed latch were found broken which causes the sed latch to be out of position, that is why the internal cannula components were not sliding properly and no straps were found inside cannula shaft. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.